Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the connector of the double bag set detached causing leaking. It was reconnected but kept detaching after the feeding started. It was replaced with a new one.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used sample was received at the manufacturing site for evaluation. Visual and function inspections were performed, and the reported issue was confirmed, a detachment was detected between the silicone and the mistic (magnetic intelligent set type identification connector). The root cause of the issue was determined to be associated with the manufacturing/production process. A corrective action is not applicable at this time as a trend has not been identified over the last two years. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes to determine the need for corrective actions.